Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump battery cap was broken and stuck inside of the pump. Customer indicated that a new battery was installed but did not correct the problem and the pump shut off. No further details given.

Manufacturer narrative:
Device received with broken battery cap and stuck inside of the battery compartment. Device passed idle current test, run current test, self test, off no power test, displacement test and rewind test. No unexpected failed battery test alarm, bad battery alarm or battery loss power alarm noted.